Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken grip at the distal corner on one of the jaw assembly. A piece approximately 0.05" x 0.03" was found to be broken off and the broken piece was not returned. This failure is typically associated with mishandling/misuse, such as excess force applied to the instrument jaw.

Event description:
It was reported that during a da vinci-assisted colectomy surgical procedure, the vessel sealer tip side of the jaw fell off the instrument and into the patient's anatomy. The corner of it looked chipped. The piece was retrieved by suction and the procedure was with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.